Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2017 from a consumer with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. The pump contained an unknown brand of baclofen and an unknown brand of morphine. The patient reported that he takes ¿500 mcg of baclofen and takes microdoses of morphine¿. It was reported the pump was beeping a 3-toned beep that started on (B)(6) 2017. The sound was consistent with pump alarms, but the patient could not identify if the beep he heard from the pump matched the non-critical or critical alarms played over the phone. The patient¿s wife went onto the line and identified that the critical alarm matched the beeping from the patient¿s pump because it sounded like a truck backing up. The patient was wondering if he could get in touch with his local representative and have the alarm checked. The patient mentioned that they called their health care provider (hcp) and left a message. The patient was to follow-up with their hcp. No patient symptoms/complications were reported. Additional information received on (B)(6) 2017 from an hcp reported the cause of the pump alarm was due to a low reservoir alarm. The pump was refilled on (B)(6) 2017. The alarm was resolved. Additional information received on (B)(6) 2017 from an hcp reported the circumstance that led to the low reservoir alarm was that the refill appointment was mistakenly scheduled after the alarm date.